Event description:
It was reported that during a lsh procedure, part of the tissue pad fell off into the patient. The piece was unable to be retrieved.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.